Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 assay. A customer from the united states alleged they generated false positive results for two patient samples when testing with the cobas sars-cov-2 and influenza a/b assay. On (B)(6) 2021 the customer reported that they received influenza a negative, influenza b negative, and sars-cov-2 positive results for two patients generated on the cobas liat system (s/n (B)(4)). The customer retested both patients¿ samples (same samples) on two different liat analyzers. Patient 1¿s sample (same sample) was retested on the cobas liat system (s/n (B)(4)) that generated influenza a negative, influenza b negative, and sars-cov-2 negative results. Patient 2¿s sample (same sample) was retested on the cobas liat system (s/n (B)(4)) that generated influenza a negative, influenza b negative, and sars-cov-2 negative results. Patient sample was collected using nasopharyngeal contained synthetic, minitip, flocked swab and bd-universal viral transport media 3ml. The customer initially reported out, patient 1¿s influenza a negative, influenza b negative, and sars-cov-2 positive results to the patient or personnel treating the patient, but this was later corrected to influenza a negative, influenza b negative, and sars-cov-2 negative. The customer reported out, patient 2¿s influenza a negative, influenza b negative, and sars-cov-2 negative results to the patient or personnel treating the patient. The customer confirmed there was no allegation of harm to the patient. The investigation to assess the customer allegation has not yet been completed. 2 mdrs will be filed one for each of the samples results identified.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Data was provided however, this analyzer was no longer in possession of the customer so sample ids for the alleged samples could not be provided. Without the specific sample ids, an evaluation of the runs for potential CAPA linkage or limit of detection (lod) was not possible. The data overall was reviewed by the systems team and potential false positives were not found. No trend identified. No product problem related to the customer allegation was identified. No related internal non-conformances identified. No recent change related to customer allegation identified. (B)(4).